Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
In the literature article entitled ¿reverse shoulder arthroplasty combined with latissimus dorsi transfer using the bone-chip technique¿ by reinhold ortmaier; herbert resch; wolfgang; michael mayer; martina blocher; imre vasvary; georg mattiassch; ottokar studner; and mark tauber; published in international orthopaedics, october 17, 2013, was reviewed. The purpose of the article: reverse shoulder arthroplasty (rsa) can restore active elevation in rotator-cuff-deficient shoulders. However, rsa cannot restore active external rotation. The combination of latissimus dorsi transfer with rsa has been reported to restore both active elevation and external rotation. The authors hypothesized that in the combined procedure, harvesting the latissimus dorsi with a small piece of bone, leads to good tendon integrity, low rupture rates and good clinical outcome. The article was based on 13 patients who were treated with an rsa in combination with a latissiumus dorsi transfer in a modified manner between 2004 and 2010. All patients had a delta iii (depuy). Two patients died due to unrelated causes. There were three complications noted. One patient sustained an anterior dislocation three months after index surgery, with rupture of the transferred tendon. The patient had to go revision surgery. Two patients sustained a deep infections after 12 and 18 months, respectively. Both patients were treated with two-stage revision.